Event description:
It was reported via repair work order that the foot section on the maternity bed would not raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.